Manufacturer narrative:
In addition to the flow rate and speaker issues, the device was found to have a battery outside of warranty, a keypad issue, and a pressure test failure. Zyno medical has repaired, recalibrated and tested the device to full specifications on 05/02/2017 and returned the pump to the customer on 05/09/2017. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on (B)(6) 2009. As a result of an internal audit, zyno medical is performing a retrospective review on service request records. This MDR is retrospectively filed to report infusion pump malfunctions identified during testing in the process of handling service requests.

Event description:
The pump was sent in to zyno medical for service request on 03/30/2017. The device was identified with a flow rate accuracy outside of +/-15% accuracy and a speaker issue during testing on (B)(6) 2017. No patient was involved in this case.